Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the outer package was opened, it was stuck to the inner package causing a tear and contamination. No patient was involved. Attempts have been made and no further information has been provided.

Manufacturer narrative:
UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified that both the sterile pouches were stuck together and they had holes/tears when customer was trying to open them. Device history record (DHR) was reviewed and no discrepancies were found. A corrective action has been initiated to address the manufacturing deficiency investigation results concluded that the reported event was due to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.